Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. An examination of the subject device by a trained technical expert concluded after verifying all system functions including calibration and preventative maintenance, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A medical professional reviewed the reported event details, patient photographs, and patient treatment settings concluded by stating: "it appears that the solution used for a patient skin type v is not adequate as the wavelength of 532 nm is only indicated for skin types I to iii. The parameters used for the treatment are not within manufacturer's guidelines and labelled indications. The device was therefore subject to abnormal use. The event displays systematic hypopigmentation at site of laser exposure for which resolution is unclear. As it subsists likelihood for the hypopigmentation to remain more than one year, in abundance of caution, it is considered as a permanent impairment". Additionally, no test patch was reportedly performed on the patient prior to treatment in contradiction to device labeling. The probable root cause of the reported event is determined to be operator error. A review of device labeling states: zoom handpieces can be used for the following skin types: fitzpatrick skin types I-iii - use the 532nm zoom handpiece, fitzpatrick skin types I-vi - use the 1064nm zoom handpiece. Zoom handpiece: upon selection of pulse duration and spot size, perform a test patch to validate skin/target response. Adequate timing should be allowed for assessment as per skin type: at least 15 to 30 minutes for skin types I to iii with 532 and 1064nm, at least 24-48 hours for skin type IV with 1064nm, at least 48 to 72 hours for skin types v and vi with 1064nm. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: january 21, 2019.

Event description:
A foreign user facility reported that one (1) female patient of skin type v sustained hypopigmentation on the face and neck respectively following laser treatment on freckles with a focus medical naturalase laser. The zoom handpiece at spot size 532 nm was reported to be used for the treatment. It was further reported that the patient was prescribed fucibet cream